Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of a 7cm abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the pt had multiple co-morbidities. It was reported that outflow through the distal aorta and the hypogastric arteries was compromised by placement of the sheath. It was reported that the resulting increase in aneurysm sac pressure may have led to the subsequent rupture of the aneurysm. The physician was unable to control the bleeding; therefore, the decision was made to convert the pt to open surgical aneurysm repair. One aortic cuff was left in the left common iliac artery, and bifurcated device and its components were removed. The pt subsequently developed infarction of the bowel, myocardial infarction, renal failure, and respiratory failure, and died on an unknown date. The explanted device was retained by the user facility, and will not be returned for analysis.